Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other-technical.

Event description:
Healthcare professional reported unknown side "looks like it has either folded and caused the port to shift, or like the port has actually separated from the top of the expander and is floating in the middle. We were wondering if you have had any reported cases of expander defects where the port has collapsed or detached/separated from the shell¿. Device remains implanted.

Event description:
Healthcare professional reported "it looks like the expander has either folded and caused the port to shift, or like the port has actually separated from the top of the expander and is floating in the middle. We were wondering if you have had any reported cases of expander defects where the port has collapsed or detached/separated from the shell." This is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.